Manufacturer narrative:
Analysis of the pump found a pump motor feedthru anomaly of shorting across the insulator.

Manufacturer narrative:
Product ID 8709, lot# j10876r59, implanted: 2001 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a critical alarm due to motor stall was heard and confirmed by telemetry. The motor stalls were intermittent. The patient and family heard the alarm on the morning of 2014 (B)(6). Pump logs showed the motor stall occurred 2014 (B)(6) at 0609 with motor stall recovery at 1111. The patient had not had magnetic resonance imaging (MRI) and head the alarm while in bed. The reporter did not believe there had been any electromagnetic interference (emi) but was to check with the patient and family. It was noted that pump elective replacement indicator (eri) was in 12 months. The patient reported symptoms of itching, nausea, headache and increased spasticity. The device system delivered gablofen (baclofen). It was later reported that multiple motor stalls occurred on 2014 (B)(6) and 2014 (B)(6). The cause of the motor stalls was unknown; not MRI. The pump was replaced on 2014-02-21. Following the replacement the patient was discharged home on 2014 (B)(6). It was later reported the cause of the event was suspected to be ¿emr related¿.